Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the proximal end of left coronary artery to left circumflex artery. Pre-dilation was performed with a 2.5x15mm non-bsc balloon catheter along the guide wire. A 4.00x24mm promus element drug-eluting stent was selected for used to treat the lesion. However, before the stent entered the patient's body, an intern misoperated and the delivery shaft was fractured at 40% from the stent. The physician retrieved the guide wire and the fractured delivery shaft. Post-dilation was performed with a 4.0x12mm non-bsc balloon catheter and a 4.5x8 non-bsc balloon catheter. The procedure was completed with another 4.0x24mm promus element stent. No patient complications were reported and the patient's status was stable.